Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the medical intervention of the increase in the dosage of bumetanide that was given to the patient. Since this event is associated with the treatment, this MDR will be against the instrument. From the instrument perspective, there was no known instrument malfunction and no instrument issue was alleged by the customer. No service was requested by the customer for this adverse event. No product was returned therefore, a device service history review was performed. The instrument has been located at the customer's site since 13-jul-2017 and there have been no service requests by the customer for this instrument. Trends were reviewed for complaint category, edema. No trends were detected for this complaint category. The assessment is based on information available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Adverse event terms: edema. (B)(4).

Event description:
The customer called to report that a patient experienced edema following an extracorporeal photopheresis (ecp) treatment procedure. The customer stated that the patient began complaining about the edema in his legs after his third ecp treatment procedure. The customer reported that the patient was in stable condition and all of the patient's ecp treatment procedures had been successfully completed. The customer stated that the dosage of the patient's medication, bumetanide, was increased after the patient started his ecp treatments. The customer reported that they wanted to know if there was anyway to lower the amount of fluid going back to the patient during an ecp treatment procedure. It was suggested that the customer could lower the patient's return rate to 5ml/min during the purging air phase of the treatment procedure. It was also recommended that the customer consult with their physician, and the customer agreed to do so. No product was returned for investigation.